Event description:
It was reported that when the battery is inserted in the "zoll circulation autopulse power system battery charger," the red "fail" led is illuminated.

Manufacturer narrative:
The product was not returned for investigation.